Event description:
It was reported the programmer was unable to interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported interrogation issue. The programmer was able to interrogate both wire less and non-wireless devices using a known good rf (radio frequency) head. Analysis found the system fan is noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 analyzer. (B)(4).